Manufacturer narrative:
Capas (B)(4) were opened to identify and address the potential causes of safety shield disengagement. Additionally, field action notification mss-16-837-fa was initiated and a product advisory letter was sent on (B)(6) 2016. (B)(6) a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported before use of the bd eclipse¿ needle the safety device broke off the needle while attaching the needle to the syringe. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation results: our quality engineer inspected the returned photo and confirmed that the safety shield was disengaged from the hub. Since no samples are available for examination, we were unable to fully investigate this incident. The complaint history was reviewed and no similar complaints were received on the affected batch 7114176. DHR review showed no abnormality or qn reported on the affected batch 7114176 during production. The manufacturing records reviewed preventive maintenance, calibration, and equipment, and no abnormality was observed that could have influenced this issue. Without samples, no root cause can be determined. However, quality has previously reviewed, evaluated, and investigated this reported failure mode. CAPA (B)(4) exists to further investigate the issue. The complaint will be re-opened if the sample is returned for investigation.